Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent initial right total hip arthroplasty. Subsequently, patient was noted to have femoral findings (a/p view) demonstrating radiolucency in zone I approximately two years post-implantation. No additional patient consequences were reported.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections have been updated. The following sections have been corrected: there are no reports that the patient required medical intervention reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.